Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l47114, implanted: (B)(6) 1997, explanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# l47114, implanted: (B)(6) 1997, explanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
Information received from the patient reported that shortly after the implant of the neurostimulator, they flew back to (B)(6) and the lead wires moved. This affected their legs ("they were jumping all over") and the physician removed the wires. The patient stated that this occurred in 2003 (although the manufacturer's records showed the devices were removed in 1998). The patient later received a replacement neurostimulator system. There were no further actions taken. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be submitted.